Manufacturer narrative:
The device is part of the loaner pool that ahs maintains for masimo corporation. The complaint states that the device stopped working in the middle of an open-heart case. There was no medical intervention or patient harm. There was no delay in treatment. The patient was not under anesthesia at the time of the reported event. The device was connected to a b650 host monitor at the time of the reported event and the pdm was displaying a full battery. The complaint device was returned for evaluation. The casing is in good condition without any cosmetic defects or damage. Upon further investigation, it was found that the monitor failed before it was placed on the patient in the o.r. The customer stated if it had been on the patient, there is potential for harm due to the monitor not displaying the patient's vitals during surgery. Technical evaluation identified no display and a defective flex cable. The device was checked for case damage, the circuit boards were inspected and the unit was tested on a simulator and passed. The customer complaint was confirmed; however, the reported failure was not related to a previous service or repair. The root cause was determined to be aged parts resulting in a flex assembly failure. The connectors are used heavily. Each time the device is used something must be attached to it via a connector. The connector in question is used 5 - 10 times more than the others due to the type of monitor it connects to. This particular connector has a flex on the back that attaches it to the board. The flex connector was replaced. A qc checklist was conducted to include the following: display test, power on test, parameter test and a final visual inspection all passed. No further investigation is required.

Event description:
The device is part of the loaner pool that ahs maintains for masimo corporation. The device stopped working in the middle of an open heart case. There was no medical intervention or patient harm